Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the right common carotid artery (cca) after the enroute arterial sheath was introduced. The dissection was addressed with a patch. The physician elected to abort the procedure due to the guidewire getting behind the flap in the right cca. No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.